Event description:
It was reported that while using bd facscanto¿ ii, there was a leak from the wet cart 4 valve manifold. The leak identified was from a part in the canto wet cart. The wet cart sits at floor level and manages the flow of waste, sheath, shutdown, and facs clean to and from the canto cytometer. The part that was leaking can be accessed through a door on the back. The 4 valve manifold that was leaking handles di from the facs shutdown tank, bleach from the facs clean tank, sheath from the sheath tank to the cytometer and waste going to the waste tank. The part was cracked and leaking. The leak if let go long enough would find its way to the floor. Because the manifold handles all these fluids their was no way to know what the leaking fluid was. It may have been 1 or more of the forementioned fluids. "Was the leak fluid or air?" (If fluid, go to question #2. If air, no further questions required.) Liquid. "Was the waste mixed with decontamination or bleach?" (If no, go to question #7. If mixed with decontaimination, no further questions required.) Yes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii, there was a leak from the wet cart 4 valve manifold. The leak identified was from a part in the canto wet cart. The wet cart sits at floor level and manages the flow of waste, sheath, shutdown, and facs clean to and from the canto cytometer. The part that was leaking can be accessed through a door on the back. The 4 valve manifold that was leaking handles di from the facs shutdown tank, bleach from the facs clean tank, sheath from the sheath tank to the cytometer and waste going to the waste tank. The part was cracked and leaking. The leak if let go long enough would find its way to the floor. Because the manifold handles all these fluids their was no way to know what the leaking fluid was. It may have been 1 or more of the forementioned fluids. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.)--liquid . Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.). Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4)unknown what was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5)unknown. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6)unknown. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.)yes. Leak from wet cart 4 valve manifold.

Manufacturer narrative:
H.6 investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). Problem statement: customer reported a complaint regarding leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 31may2021 to 31may2022. Complaint trend: there are 7 complaints related to leakage of biohazard not contained within the instrument due to a connector, fitting, or valve issue for part # 338962; pr# (B)(4), and this one, 5287506. Date range from 31may2021 to 31may2022. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338962-v96301041-900235650-10 was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, and the root cause of the leakage of biohazard not contained within the instrument was determined to be a cracked 4-valve manifold in the fluidics cart. The 4-valve manifold handles di water, bleach, sheath fluid, as well as waste, and therefore, a damaged manifold can lead to biohazardous waste leakage. The field service engineer (fse) confirmed the issue of leakage through the wetcart and replaced the 4-valve manifold (part # 644254 - manifold ll3vm2 wetcart). After the repair, the instrument was visually inspected and tested and found to be performing as per specifications without further leaks. The part was not requested for evaluation because it is not returnable and was discarded. Although there was a potential of exposure to biohazardous waste, there was no skin contact and no users were harmed or injured due to the leak and therefore, no medical treatment was needed. The leakage did not yield erroneous results which may have affected patient diagnoses. Bd facscanto¿ ii flow cytometer instructions for use (IFU), #23-20269-00 rev. 01/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: 02472955, case #: (B)(4). Install date: 05apr2010. Defective part number: 644254 - manifold ll3vm2 wetcart work order notes: subject / reported: leak from wet cart 4 valve manifold. Problem description: leak from wet cart 4 valve manifold . Work performed: verified leak from wet cart. 4 valve manifold has cracked off parts and is leaking fluid when running. Replaced the 4 valve manifold and visually looked to see no leaks. Ran for a while to make sure it was still leak free. Ran cab beads and met specs, also ran cst performance and passed specs. Instrument has been returned to operational status to the lab. Customer not available for signature. Cause: early failure of the 4 valve manifold caused leak. Customer not available for signature. Solution: solution was to replace the 4 valve manifold and check for leaks. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. ID: 23. Valves. Function: 23.1 block, pass, or direct fluids. Potential failure mode: 23.1.1 valve leaks. Potential effect(s) of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance. Initial severity: 5. Potential cause(s)/mechanism(s) of failure: 1. Stuck valve. 2. Debris or saline buildup. Initial occurrence: 7. Current controls: di rinse daily. Initial detection: 1. Initial rpn: 35. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions: n/a. Mitigation(s) sufficient yes, no? Root cause: based on the investigation results, the root cause was a cracked 4-valve manifold. Conclusion: based on the investigation results, the root cause of biohazardous waste leaking out of the facscanto ii instrument was a cracked 4-valve manifold (part # 644254 - manifold ll3vm2 wetcart). The fse confirmed the issue and replaced the part. After the repair, the instrument was visually inspected for leaks, and then rebooted and tested, and was found to be functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the waste leakage. The leak did not cause any erroneous results on patient samples. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a h3 other text : see h.10.